Event description:
This spontaneous report was received on (B)(6)-2011 from a female consumer (age unspecified) reporting on self from (B)(6). This was a foreign report for an international device that was being submitted as similar to a united states marketed device. The consumer had a known allergy (unspecified), controlled by epi-pen (epinephrine auto-injectors). The concomitant medications were not reported. On an unspecified date, about two weeks ago, the consumer used k-y brand jelly personal lubricant topically for lubrication (lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer experienced genital burning sensation and developed possible anaphylactoid reaction presented as throat swelling and throat closing up. She treated the events with oral antihistamines. The action taken with the device and the outcome of the events were unknown. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
This event occurred in (B)(6), it is being reported as a same/similar device to a currently marketed us product. The device in this case is not made or imported into the us. The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.